Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was not in clinical use. The issue was identified when first turning on the device. No patient involvement or harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting identified that the direct current power supply (dcps) in the m-cabinet was defective. The fse replaced the dcps. The dcps was returned for analysis. Failure analysis identified an electronic defect in the dcps. After replacement of the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.